Event description:
The manufacturer received information alleging a ventilator's keypad would not function. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's keypad and front panel keypad lcd board will be replaced to address the issue.